Event description:
Blood leak in ninth-use dialyzer. Staff reported noting possible fibrin in dialysate outlet line. Checked with hemocult: result positive x2 without hemolysis. Treatment interrupted, blood discarded, and new dialyzer used. Estimated blood loss >100 cc. No ill effects to the pt.